Event description:
It was reported that a volume discrepancy occurred. The actual residual volume (arv) was 34ml and the expected reservoir volume (erv) was 2.6ml. The hcp thought that the patient¿s catheter was ¿bad¿. Previous troubleshooting and issues included begin unable to aspirate from the catheter access port (cap) and varying periods of spasticity and muscle weakness over the last several months. It was noted that, at a previous catheter revision, free flow of cerebrospinal fluid (csf) from the distal segment and proximal segment dripped. The healthcare provider (hcp) was planning on replacing the current catheter with an ascenda catheter. The catheter was to be returned to the manufacturer for analysis following the catheter replacement. It was also noted that reservoir volumes had been ¿off¿ periodically at refills for the last 3 months. Sometimes they would be 10ml off and sometimes they were appropriate. Pump logs were ¿okay¿. The patient was not having symptoms and was not taking oral baclofen. The patient still had some spasticity, however. The hcp found this surprising. Also during this time period, the patient was very somnolent for a while. She saw a neurologist and was found to be having seizures. The patient was on medication for that and ¿got that straightened out¿. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).